Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter-in-law reported via phone call that the buttons were unresponsive. Customer's blood glucose was over 600 mg/dl. Customer was not wearing the device at time of the call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to a keypad connector on the lcd board unlocked. Unable to perform functional tests, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the unresponsive keypad/button. The drive/motor was inspected and no drive/motor anomaly was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.